Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 53 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the crack at bottom of insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to broken/detached end cap and broken battery tube threads.